Manufacturer narrative:
Sample was not received, at the manufacturing site for evaluation. For the report of there were prominent particles embedded within the incision. Therefore, the condition of the product could not be verified. The photo provided by the customer, was reviewed by the manufacturing site. The photo is of two tyveks with different lot information, the lot information for this file is confirmed. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received, at the manufacturing site. And the device history record review of the lot number provided, indicated the product was processed and released according to the product¿s acceptable criteria. Therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown. Therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed, and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic knife was used during a cataract surgery after which metal particles embedded within the incision. There was no harm to the patient. Additional information has been requested. Additional information received clarified that two ophthalmic knives were having the same issue.